Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission noted far field r-wave oversensing due to a premature ventricular contraction within the atrial refractory period. This did not appear to influence device behavior. The right atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.